Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Product information for use states the following for removal of the product: press down on skin with one hand and carefully lift one corner. Continually stretch horizontally until dressing is fully removed (dressing will stretch like taffy). For fragile skin, gradually remove dressing from one corner-using saline or sterile water between skin and adhesive[?]until dressing is fully removed. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow up has been requested, but no additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: a total of two cases are associated with this complaint. A separate FDA form 3500a has been completed for the unknown amount of dressings associated with this complaint.

Event description:
Reporter stated that the hospital protocol is to put a secondary tape over the product which "is generally used in protection of the face and as a second skin for secondary tapes deemed too harsh on a newborn's skin. For example: gastric tube, endotracheal tube, respiratory interface - the product is used as a second skin and ideally left on the skin." Reporter stated that when the product is used with a secondary tape that may need to be changed daily, the product "comes off the face with the secondary tape requiring unnecessary peeling of tape off the face. The product is 'overtly' sticky to handle and has caused skin tears on the face when peeling off." Reporter stated "when the product is required to be removed, at times it does not come off as a whole piece but breaks up into smaller pieces making it difficult to handle." Reporter provided no further patient details including treatment or outcomes.